Event description:
It was reported the patient underwent additional surgical intervention approximately 12 hours after his scs system permanent procedure. The patient experienced numbness in his legs. The physician explanted the patient's entire scs system due to what the physician called spinal cord swelling caused by the excess of medication to control high blood pressure. The patient is reportedly doing well and the numbness of the legs has subsided,

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.